Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: "micro": preventive replacement of o-rings performed. Motor not turning smoothly - motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Contacts of the keypad corroded: hand control set replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Unit cleaned. Safety test checklist enclosed. As per the input check report the buttons are not functioning. Motor sticks, the cables insulation resistance out of tolerance, the values of the keypad are not functioning and the motor is corroded. A definite root cause for the reported failure cannot be determined as all the failures constitute for the complaint reported. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the micro tornado hand piece with hand controls is not responding/functioning.